Manufacturer narrative:
The lot number was provided and review of the device history records was performed. The lot met all release criteria, meaning that no issues were noted during the mfg process or quality control inspection. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that after dilatation of an in-stent stenosis, the pta balloon dilatation catheter could not be removed from the introducer sheath and both were removed simultaneously from the patient. Another introducer sheath was placed so final angiography could be performed. No pt injury.